Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube looses vacuum during sampling. The following information was provided by the initial reporter. The customer stated: ¿they say that the tubes loose vacuum at sampling when applying tube to np needle. If this may concern the sampling needle they use 368835 eclipse signal or even their sample collection technique.¿.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1348713, medical device expiration date: 2021-dec-31, device manufacture date: 2021-dec-14. Medical device lot #: 1271525, medical device expiration date: 2024-nov-30, device manufacture date: 2021-sep-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 tubes, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube looses vacuum during sampling. The following information was provided by the initial reporter. The customer stated: ¿they say that the tubes loose vacuum at sampling when applying tube to np needle. If this may concern the sampling needle they use 368835 eclipse signal or even their sample collection technique.¿.